Manufacturer narrative:
Device evaluated by manufacturer: the hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID#:2134265-2013-00685 and 2134265-2013-00686. It was reported that during percutaneous coronary intervention (pci) procedure, pullback stopped. Vascular access was obtained via the radial artery. The 75%-90% stenosed target lesion being treated was located in the right coronary (rca) artery. During auto pullback of ilab motordrive for pre imaging, on the first attempt, the pullback stopped, and the image was also lost. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID#:2134265-2013-00685 and 2134265-2013-00686. It was reported that during percutaneous coronary intervention (pci) procedure, pullback stopped. Vascular access was obtained via the radial artery. The 75%-90% stenosed target lesion being treated was located in the right coronary (rca) artery. During auto pullback of ilab motordrive for pre imaging, on the first attempt, the pullback stopped, and the image was also lost. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at the time of event 18 years or older. (B)(4).